Event description:
Customer reported he didn't have a malfunction. Customer stated he had food poisoning and thought he had suspended his insulin pump but he didn't so he ended up with low blood glucose. Customer was unable to keep anything down and ended up dehydrated and in hospital. Customer was hospitalized due to low blood glucose, 40 or 50 mg/dl range, and food poisoning. Customer declined troubleshooting since low was due to food poisoning. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.